Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.556 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The power filter module was replaced, as the probable cause was determined to be component failure. Replacing the power filter module resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.068 ohms. No patient involvement was reported. During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 45.390 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 178 to 272. Following the recalibration, the device passed the 30 psi occlusion pressure test at 22.700 psi, which is within specification. No patient involvement was reported. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.556 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The power filter module was replaced, as the probable cause was determined to be component failure. Replacing the power filter module resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.068 ohms. No patient involvement was reported. During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 45.390 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 178 to 272. Following the recalibration, the device passed the 30 psi occlusion pressure test at 22.700 psi, which is within specification. No patient involvement was reported.

Manufacturer narrative:
Upon reassessment, this event has been determined to be non-reportable. The device passed ground resistance testing and 30 psi occlusion testing during initial evaluation. The ground resistance failure and 30 psi occlusion test failure were introduced following servicing. Our evaluation concluded that this event did not pose a risk to the health of patients, users, or bystanders. In addition, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).